Event description:
It was reported that during a video assisted thoracic surgery with right wedge resection and lobectomy procedure, the surgeon was firing the device across the anterior pulmonary vein. The surgeon closed the device then attempted to fire however there was a cracking noise heard then the surgeon left the device closed on tissue. Then a second device was inserted into another opening of the chest wall and if fired properly. The first device was then removed from the tissue and there was a jagged line and the device partially fired. The staples that did deploy had proper formation. The second device was used to complete the procedure. No adverse consequences reported. (B)(6).

Manufacturer narrative:
(B)(4). Firing trigger teeth. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w reload loaded in the device. The reload was received partially fired and with the lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.